Event description:
It was reported that this patient presented to the emergency department with reports of receiving shocks. Review of this implantable cardioverter defibrillator (ICD) revealed that seven atp (anti-tachycardia pacing) therapy was given in the vt-1 zone. Additionally, there were six shocks delivered which resulted in therapy exhaustion. Review of the rhythm determined that the therapy was inappropriately given for supraventricular tachycardia (svt). Technical services discussed other programming features. This device remains in service.